Event description:
Customer states tubes not filling properly, leading to a short draw. This is occurring with both butterfly and straight needles. When a safety blood collection set is used, a discard tube is drawn before the coagulation tube. They draw another tube first. When asked if the phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled as per IFU, the customer advised that one phlebotomist said she always does this, the other phlebotomist said she does it when they won't fill. The customer estimates that 1/3 to 1/2 are underfilling. When asked how much under the fill triangle the tubes are underfilling, the customer advised that it varies; some tubes are just below the minimum line and others are as much as 1/4 inch below. This is occurring with multiple phlebotomists. No photos available.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Received 1rk 454322/b2006393, 49 pcs. 454322/b20063qv, and 10 pcs. 454322/b2005378 for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were visually checked. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No short fills could be observed on the samples. The complaint could not be duplicated.